Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product registration-corrected information. B5: describe event/problem- corrected information. H2: type of follow up- corrected information. H4: device mfg date- corrected information please disregard this field on initial report. H5: labeled for single use- corrected information. H6: corrected information- please disregard use of code 3331 on initial report.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to initial MDR, a correction is required.